Event description:
In 2007, the lay user/patient contacted lifescan (another country) alleging that his one touch ultra test strips were not drawing in the sample. The customer service representative (csr) noted that the patient was using the incorrect testing technique; however, when the csr walked the patient through a blood and control solution tests on the phone and the alleged issue persisted. When asked if he received any medical attention due to the alleged issue, the patient indicated that he went to the doctor on four days earlier, for a blood test. The doctor advised the patient not to take any insulin until he was able to test on his meter. He did not receive any further treatment during the doctors visit other than the glucose test (unspecified result). The patient stated the patient had "some" symptoms of feeling sleepy, nauseous, and thirsty more than usual at the time of concern (unspecified dates/times and that he only ate and drank orange juice. It would be helpful to know the following: the patient's testing frequency, how long he was unable to test on his meter, the patient's last attempted test on the meter prior to the reported symptoms, the patient's diabetes medication regimen, and if the patient made any adjustments to his medications prior to developing the reported symptoms. It would also be helpful to know when the patient experienced the reported symptoms and if his symptoms were relieved with food/drink. Based on the provided information, this complaint is being reported because the patient alleged he was unable to test on his meter for an unspecified time and allegedly had symptoms at the time of concern. Thirstiness may be associated with hyperglycemia; however, in this case, the patient claimed his treatment included drinking orange juice, which is not a treatment for hyperglycemia. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.